Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (unknown dose and concentration) via an implantable infusion pump. The indication for use was unknown. It was reported that the patient experienced an infection. The pump was explanted on (B)(6) 2022. It was unknown if there were any en vironmental/external/patient factors that may have led or contributed to the issue. No troubleshooting was performed. The issue was considered resolved at the time of the report. The status of the patient at the time of report was ¿alive - no injury¿ the patient¿s weight and medical history were asked but were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.